Manufacturer narrative:
The images provided did not have a calibration scale and were two-dimensional; therefore the exact diameters of the gore® viatorr® tips endoprosthesis with controlled expansion device were not able to be determined. This image evaluation was unable to confirm that the gore® viatorr® tips endoprosthesis with controlled expansion device that had been dilated to 7 mm in the initial procedure self-expanded to 10 mm prior to the reduction procedure. However, the overall device shape at the proximal end and relative proportions is what gore would expect for a device that still has an 8 mm inner diameter in the constrained portion and 10 mm diameter on the ends in both the image from the initial procedure as well as the image from the reduction procedure. The instructions for use for gore® viatorr® tips endoprosthesis with controlled expansion states: patients should be monitored closely following the procedure for worsening hepatic encephalopathy. Those patients who develop hepatic encephalopathy that is not responsive to medical therapy may require reduction or occlusion of the tips tract to control the symptoms.

Event description:
It was reported to gore a gore® viatorr® tips endoprosthesis with controlled expansion was implanted on (B)(6) 2018 during a transjugular intrahepatic portosystemic shunt (tips) procedure to treat bleeding "oesphageal" varices. At discharge on (B)(6) 2018 it was reported there were no signs of hepatic encephalopathy. It was reported that following placement of the gore® viatorr® tips endoprosthesis with controlled expansion stent the patient has suffered with hepatic encephalopathy leading to a decision to perform a reduction procedure. At the original procedure in (B)(6) 2018, the gore® viatorr® tips endoprosthesis with controlled expansion stent was dilated to 7mm. At the reduction procedure on (B)(6) 2018 the stent appeared to have fully dilated to 10mm. The gore® viatorr® tips endoprosthesis with controlled expansion was reduced by insertion of a 10mm x 59mm v12 stent that was left with a waste of approximately 4mm and flared ends. The physician reports the patient has improved significantly and he has become alert and oriented. The patient has not yet bled from any new varices that may or may not be present.